Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error causing a loss of mechanical ventilation during a case. The patient was ventilated with an ambu bag, unit was replaced, and case resumed. There was no patient injury.